Manufacturer narrative:
Concomitant medical products: 7278 ICD, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that shortly after device replacement in 2005 they had to go back into the physician because they forgot to put a screw in and wire was disconnected. Follow-up was conducted with the clinic and from the information obtained it was reported that the patient's pocket was reopened about four months later and it was found that setscrew for the right ventricular (rv) lead proximal coil was loose. The setscrew was tightened and the pocket was closed the device and lead then remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.